Manufacturer narrative:
The customer reported that the transmitter is giving inaccurate waveforms. The issue was reproduced on a simulator with a known good lead set and fresh batteries. The unit was evaluated and the reported problem was duplicated and evaluated any other parts that were found to be not within specification in the evaluation of this unit was replaced; all steps were completed per the maintenance check sheet in the operator's manual and th unit was tested for 2 days. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the transmitter is giving inaccurate waveforms.the issue was reproduced on a simulator with a known good lead set and fresh batteries. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter is giving inaccurate waveforms.the issue was reproduced on a simulator with a known good lead set and fresh batteries.